Manufacturer narrative:
Device evaluation: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: device patch with lot number 2969504 and catalog number 115-354g. Rupture: observed opening on the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, right side rupture. Device was explanted.